Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the rhombus part of the saw blade device had broken. It was reported that there was a more than 30 minute delay in the procedure. It was not reported whether a spare device was available for use. It was reported that the postoperative x-ray indicated that there were no fragments in the patient's body. The surgeon predicted that the fragments would be expelled by the body through "inhalation". There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.